Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The patient reported pain while wearing the pod on the leg for between 4 and 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.